Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back testing with results of 287, 260, 152 and 190 mg/dl. Tests were done within 10 mins, using separate fingersticks. Rptr said that she has symptoms not related to high or low blood sugar, but from a reaction to medication. A control solution test of 125 mg/dl was within range.